Event description:
Phrenic nerve palsy was noted during the thaw period after the fourth ablation in the ripv. The phrenic nerve was still paralyzed at the end of the procedure.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.